Manufacturer narrative:
Technical services confirmed that the device was flickering when a smart cable and a single use blade was connected but worked fine with avl batons. The monitor was replaced and the returned device was scrapped.

Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope smart cable, catalog: 0800-0531, sn: (B)(4). Additional part used: titanium single use blade.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the monitor kept flickering. The event occurred while using a titanium single use blade but after replacing the blade, they were still experiencing issues with the monitor. A delay in the procedure of unknown duration occurred as a non-specified back-up device was obtained. No harm to patient or user was reported.